Manufacturer narrative:
Coordination issues are known side effect listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment for essential tremor patient experienced coordination issues in both upper and lower extremity.

Event description:
Following focused ultrasound treatment on the left side for right handed essential tremor, patient experienced coordination issues in both upper and lower extremity. On (B)(6) the patient improved.

Manufacturer narrative:
Coordination issues are known side effect listed in the information for prescribers. The retrospective analysis has not indicated technical failures of the system. Treatment parameters were in line with the typical range. The adverse event that occurred immediately following the final sonication was also associated with edema developing around the target area, specifically involving the internal capsule. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.